Event description:
The customer reported that a non-invasive blood pressure measurement was taken on a patient after a surgical procedure. The next morning, they found the patient's forearm was ischemic and the cuff had not been removed.

Manufacturer narrative:
Pr number: (B)(4). A follow up report will be submitted after philips obtains more information concerning this event.